Event description:
During an in-clinic follow-up, episodes of supraventricular tachycardia (svt) were noted on the device. Upon investigation, the cardiac physiologist suspected the episodes were misinterpreted by the device and were actually episodes of ventricular tachycardia (vt). No intervention was performed at this time. The patient was stable and will continue to be monitored.